Manufacturer narrative:
This report is related to mfrs: 18800 (2/4), 18396 (3/4), and 17735 (4/4). This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Corrected fields: b5, d5, g2, h6 (medical device problem code). Updated fields: d8, h3, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: instrument/biopsy/suction channel, cfu: 1cfu, bacterial identification: micrococcus luteus. Sampling from: auxiliary water channel, cfu: 2cfu, bacterial identification: bacillus species, niallia circulans. Sampling date: (B)(6) 2025, sampling from: instrument/biopsy/suction channel, cfu: 1cfu, bacterial identification: paracoccus yeei. The device was returned and evaluated on related MFR 18802 where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 5-colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2025.the scope was retested on (B)(6) 2025 and was tested positive for 6 colony forming units (cfus)of intestinal bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.